Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that surgical intervention was done and the device was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance. The field observation was confirmed.

Event description:
Boston scientific received information that this past spring this implantable cardioverter defibrillator (ICD) exhibited long charge times in mid-live. Elective replacement indicator (eri) had not been triggered and monitoring continued. Recently, eri was declared due to long charges in mid-life. Boston scientific technical services (ts) discussed device replacement, as well as, eri and end of life (eol) behavior with the health care professional (hcp). No adverse patient effects were reported. At this time, the system remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.